Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06201. It was reported that wire entrapment occurred. The target lesion was located inside the vessel of the gastrointestinal tract. A 018/180 platinum plus and a 150/10 renegade hi-flo were selected for use. During the procedure, it was noted that the platinum plus guidewire was stuck together with the renegade hi-flo microcatheter inside a non-bsc diagnostic catheter. The whole system was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo microcatheter inside the lumen of a terumo 4f guide catheter. The renegade was protruding 57cm from the hub and 7.5cm from the tip of the returned guide catheter. An attempt was made to remove the device from the guide catheter, but was unsuccessful. An attempt to flush the guide catheter and remove the renegade again; however, the device was still unable to be removed. The shaft and tip were microscopically examined. The inspection of the shaft that was not inside the returned guide catheter revealed that the outer shaft was separated 14cm ¿ 21cm and 41cm ¿ 53cm from the hub. The outer shaft was stretched in numerous locations and had numerous kinks. The inner shaft was stretched and flattened with numerous kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06201. It was reported that wire entrapment occurred. The target lesion was located inside the vessel of the gastrointestinal tract. A 018/180 platinum plus and a 150/10 renegade hi-flo were selected for use. During the procedure, it was noted that the platinum plus guidewire was stuck together with the renegade hi-flo microcatheter inside a non-bsc diagnostic catheter. The whole system was removed from the patients' body and the procedure was completed with a different device. No patient complications were reported and patients' status was fine.